Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed the system was unable to boot up. Upon troubleshooting, fse found that the mpd (mains power distribution) controller had malfunctioned. To resolve the issue the fse replaced the mpd power control unit. The system was returned to use in good working order. The codes were updated based on the investigation outcome.